Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive sars result for 1 mildly symptomatic (fatigue) consumer. The consumer communicated the result was confirmed negative by an alternate testing method (method unknown). An additional consumer event was communicated which is captured on a separate report.